Event description:
It was reported that during a fistulogram procedure, a balloon deflation issue and difficulty removing occurred. Vascular access was obtained via the left forearm fistula. The 90% stenosed target lesion was moderately tortuous. A 8.0mmx40mmx80cm sterling balloon catheter was advanced to the target lesion and inflated two times to unknown atms. There were no difficulties reported during balloon deflation. However, during the attempt to withdraw the sterling balloon catheter, the device was unable to be removed from the 5f sheath. The physician tried deflating the balloon again and gently pulling, but the sterling balloon catheter was unable to removed. Under fluoroscopy it was noted that the balloon was mostly deflated however, some contrast remained inside the balloon. Several attempts to remove contrast using a syringe and applying negative pressure was made. To release the balloon pressure, a needle puncture through the skin was made, the balloon pressure was released and the sterling balloon catheter was able to be removed. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a fistulogram procedure, a balloon deflation issue and difficulty removing occurred. Vascular access was obtained via the left forearm fistula. The 90% stenosed target lesion was moderately tortuous. A 8.0mmx40mmx80cm sterling balloon catheter was advanced to the target lesion and inflated two times to unknown atms. There were no difficulties reported during balloon deflation. However, during the attempt to withdraw the sterling balloon catheter, the device was unable to be removed from the 5f sheath. The physician tried deflating the balloon again and gently pulling, but the sterling balloon catheter was unable to removed. Under fluroscopy it was noted that the balloon was mostly deflated however some contrast remained inside the balloon. Several attempts to remove contrast using a syringe and applying negative pressure was made. To release the balloon pressure, a needle puncture through the skin was made, the balloon pressure was released and the sterling balloon catheter was able to be removed. The proecdure was completed with this device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was deflated. The distal end of the balloon was stretched over the tip. The outer shaft was necked down onto the inner in multiple locations. Functional testing was not possible due to the returned condition of the catheter. The reported difficulty advancing could not be confirmed, however, there was no evidence of any specification non-conformances that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).